Event description:
Customer called to report that they were hospitalized due to a bent canula on the insulin pump and diabetic ketoacidosis (dka). Customer stated that the bent canula was her fault and the pump is working just fine. Customer stated that she should have removed the set. Customer reported that the insulin pump did not alarmed no delivery. Customer's blood glucose levels at the time of emergency room visit was 39 mg/dl. Product is not being returned or replaced.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.